Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/23/2020. H.6. Investigation: bd received 31 samples from the customer for investigation. The samples were evaluated by functional testing, disassembly and visual examination and the indicated failure mode for unable to activate was confirmed as the following defects were observed; mechanically damaged catches, broken needle cover, mechanically damaged tab cap, and mechanically damaged levers. These defects can cause difficulties in lancet activation. No evidence of stains or foreign matter was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of unable to activate was observed in one sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. The most likely root cause is due to the manufacturing assembly process.

Event description:
It was reported that prior to use with 29 bd microtainer® contact-activated lancet, foreign matter was discovered. The following information was provided by the initial reporter: batch no: a7e41h4 ¿ 29 lancets foreign matter.

Manufacturer narrative:
For OEM manufacturing sites:(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that prior to use with 29 bd microtainer® contact-activated lancet, foreign matter was discovered. The following information was provided by the initial reporter: batch no: a7e41h4 ¿ 29 lancets foreign matter.